Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR #2249697-2010-01683.

Event description:
It was reported that "this patient revised this time due to cup loosening, had migrated. Black sludge debris was found during this procedure."